Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray inspection was performed and revealed the inner coil was overtorqued at the connector region. The reported event of difficult to remove stylet was confirmed and the cause of the reported event difficult to remove stylet was isolated to overtorqued inner coils at the connector region. Electrical testing revealed no indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, after several positioning attempts, the stylet was unable to be removed from the rv lead. The rv lead was explanted and replaced to resolve the event and the patient was stable.